Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient encountered high blood glucose level of 29.8mmol/l and customer paid a visit to the emergency room (ER) of the hospital. The patient received extra insulin with the insulin pen as corrective treatment. The patient's current blood glucose value (at time of call) was 5.6 mmol/l.the time and date of hospitalization was (B)(6) 2024 in the morning. The length of hospitalization was couple of hours. Symptoms customer reported at the time of hospitalization event was felt unwell cramps. The patient tested positive for ketones. The results of ketones test were +1. No further information available.